Event description:
Anterior knee pain because of synovitis/patellar arthrosis. The surgeon decided not to change the implants; he implanted a resurfacing patella during the revision surgery. Ref MFR # 3005180920-2014-00063.